Event description:
It was reported that the pt experienced significant pain along with nausea, vomiting and diarrhea. A contrast study confirmed that there was a catheter dislodgement. The mesh pouch never adhered to the tissue, which then caused the pump to keep flipping around in the pocket. This had eventually led to the catheter being pulled out of the intrathecal space. The pt's pump was moved to the posterior iliac fossa to allow for less movement possibilities. The pt recovered without sequela. The medications being delivered via the device system were hydromorphone and clonidine.